Event description:
It was reported that the external pulse generator (epg) failed to pace. The epg was returned to the manufacturer for servicing. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. However it was noted that the low battery test failed, the main printed circuit board (pcb) was out of electrical specification. (B)(4).